Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. As the device was being withdrawn, the tip detached. There were no patient complications reported.